Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted a high shock impedance measurement through the remote monitoring system. Upon reviewing the information, the impedance measurements were not provided. Boston scientific technical services (ts) indicated that the values had not been released by the device yet. The out of range measurements was around 125 ohms. It was indicated that this lead has ranged from 96 to 120 ohms since implant. As a result, no intervention was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.